Event description:
It was reported that during the deployment of an embolization coil, the coil did not detach. The device was removed without difficulty. Reopro was administered. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the device revealed the implant attached to the delivery pusher. The delivery pusher was tested for electrical continuity and exhibited an open electrical circuit. The device was dissected at the distal and proximal ends to determine the cause of the high resistance. The yellow lead wire at the distal solder joint was found to be fractured. The remainder of the device is normal in specification. The root cause of this complaint appears to be due to the broken lead wire preventing a successful detachment. We can not determine at what point the wire broke. This is a rare occurrence. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.